Manufacturer narrative:
Corrected data: h6-health effect- impact code: '4625-anterior chamber irrigation was performed' should be added. H6- health effect- clinical code: '4581- cloudy/ foggy vision' and 'pigment dispersion' should be added. B5.- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced cloudy/ foggy vision, blurred vision, and pigment dispersion. Anterior chamber irrigation was performed. Reportedly 'the patient complained of blurred vision and a foggy sensation. Upon examination, dense pigment deposition was found in the optical zone of the icl. The pigment deposition could not be removed after anterior chamber irrigation, and subsequent icl replacement surgery was performed'. In a separate surgery, the lens was exchanged with a lens of the same parameters, and the problem was resolved. The cause of the event is unknown. It has been noted that the surgeon selected a different lens size than that initially suggested by the icl calculation software. Claim# (B)(4).

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced coudy vision. Blurred vision, foggy sensation. A dense pigment deposition was found in the optical zone of the icl. Anterior chamber irrigation was performed. The lens was exchanged for a same size and diopter lens. The replacement resolved the problem. .